Event description:
Related manufacturer reference number 3006705815-2024-01725. It was reported the patient is not receiving effective therapy due to high impedances. As such, surgical intervention occurred and the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of impedance issue was confirmed. As received, the lamitrode lead had all its internal wires broken in the paddle, that would cause high impedance. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.